Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016. The patient was home at the time when they became unconscious. The patient's rhythm degraded into asystole 9:37:12 on (B)(6) 2016. The device successfully detected the asystole however asystole is considered a non-treatable rhythm. At 09:38:57 the device detected an arrhythmia while the patient was in severe bradycardia. Two treatments were delivered between 9:40:09 and 9:40:33. Oversensing of a low amplitude cardiac signal contributed to the false detection. The patient's subsequent rhythm was asystole. At 9:49:09 an arrhythmia was detected. CPR artifact contributed to the false detection. The patient's family performed CPR on the patient. The patient was taken to a facility where the device was cut and removed to preform external defibrillations. The patient was taken to the hospital where the staff performed additional resuscitation efforts. The patient subsequently passed away. There is no indication that the lifevest caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatment.